Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08680 inches. No critical pump error (open book image) noted during testing. No bolus anomaly or basal anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a critical pump error. The customer¿s blood glucose was 156 mg/dl. Troubleshooting steps were provided for critical pump error and critical pump image seen on the screen. The insulin pump will be returned for analysis.